Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017 the receiver displayed error hwbbt. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver did not charge or boot. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. The receiver's battery was swapped out and the device charged and booted up. The data log was reviewed and hardware errors were observed. The reported event of an error icon display was confirmed during log review. The root cause was determined to be a defective battery.